Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed that the device exhibited backup vvi operation. The patient presented in clinic after receiving vibratory alert. The device was interrogated and backup status was confirmed. The device download was performed through engineering test page successfully. The patient will continue to be monitored.